Event description:
It was reported that the patient¿s pump had been empty since 2011. The patient couldn¿t find a healthcare provider (hcp) to fill her pump. The patient was currently pretty sick. Her blood pressure was running high and it was affecting her kidneys. The patient was at the hospital on the night prior to this report and was given 1mg of intravenous dilaudid twice. The more medicine they gave the patient, the higher her blood pressure went. The patient was in pain. It was noted that, in the week prior to this report, an ¿unnecessary¿ MRI was done. During the MRI, the pump heated up and moved and the catheter heated up also. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).